Event description:
The customer reported via phone call that they had bleeding in their eyes from fluctuating blood glucose. The customer stated they had surgery in their eye as an attempt to resolve the issue. The customer's blood glucose was unknown at the time of the call. Customer declined to be transferred to the helpline for assistance. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.